Event description:
It was reported, the light source would completely shut off by itself. The team would have to reactivate the unit by pressing the off/on button as if they were turning it on for the first time for the unit to function again. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the evaluation was unable to duplicate the reported issue. Testing and inspection of the device found the lamp bulb had been used for over 500 hours and reached the end of its life. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information provided by customer, the issue occurred prior the procedure started. There was no delay, and the procedure was completed with same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for ''the unit shuts down'' could not be determined. Olympus will continue to monitor field performance for this device.